Event description:
Patient's wife reports that the patient experienced pain on right leg while receiving device treatment of left leg during training. Wife reported that patient did not feel well for the next 2 days with symptoms of shortness of breath, fever, and pain. Patient was taken to the emergency room 2 days after his device training. Wife reports emergency room doctor indicated patient may have had mild heart attack and is now diagnosed with congestive heart failure and chronic renal failure.

Manufacturer narrative:
The manufacturer does not believe the single device treatment received by the patient had any reasonable relationship to the patient's recent hospitalization and possible diagnosis of mild heart attack, chronic renal failure or congestive heart failure. Manufacturer has followed up with the clinical care team who indicate that the patient's current condition is the progression of his chronic illnesses and is not related to his use of the device.